Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). Same case as MFR ID#: 2134265-2011-03281. It was reported that post a stenting treatment procedure, myocardial infarction and stent thrombosis occurred. The patient presented at the time of the index procedure due to unstable angina (braunwald classification iiib) and non-q wave non-st elevation myocardial infarction (mi). (B)(4) catheterization revealed 2 target lesions. The first was a 99% stenosed and 20mm long lesion with "possible thrombus" located in the first obtuse marginal coronary artery (om1) with a reference vessel diameter of 2.25mm. This was treated with predilation and a 2.25x32mm taxus liberte stent was implanted "distal to all stents previously placed" and not overlapping any stent, followed by post dilation resulting in 10% residual stenosis. Thrombus was visually not seen post stent deployment. The second was a 99% stenosed and 12mm long lesion with possible thrombus located in the om1. This was treated with predilation and placement of a 2.25x16mm taxus liberte stent proximal to the first stent and "overlapped the previously placed stents" resulting in 0% residual stenosis. Thrombus was not visually seen post stent deployment. The patient was discharged (B)(6) later on aspirin and prasugrel. (B)(6) 2011: the patient presented with chest pain with ischemic symptoms at rest and ischemic ECG changes suggestive of acute ischemia. Cardiac enzymes consisted of a peak troponin of 6.62 ng/ml and a peak ckmb of 34 ng/ml. The patient was diagnosed with a non st elevation mi. (B)(4) catheterization performed (B)(6) later revealed a sub totally occluded stent towards the distal end of the om1. It was indicated that this was stent thrombosis which appeared to be within the most distal previously placed stent. The patient underwent aspiration thrombectomy, balloon angioplasty, and placement of a 2.5x16mm ion stent to the om1 resulting in 0% residual stenosis and additional balloon angioplasty to treat a more proximal 90% lesion resulting in 10% residual stenosis. The events were considered resolved without residual effects and the patient was discharged (B)(6) later.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that at the time of the staged procedure in (B)(6)-2010, the patient underwent treatment to the proximal posterior descending coronary artery. The 70% stenosed lesion was treated with balloon angioplasty resulting in 40-50% residual. The vessel was too small for stenting. At the time of the event, an EKG showed normal sinus rhythm with small q waves inferiorly possibly representing an old myocardial infarction. Initial troponin was 0.15ng/ml but later peaked at 6.62ng/ml. Following thrombectomy, flow was restored and a 90% residual stenosis was revealed in the distal obtuse marginal. This was treated with predilation and deployment of a 2.5x16mm ion stent resulting in 0% residual stenosis. There was also 90% in stent restenosis proximal to the previously reported total occlusion. This was treated with balloon angioplasty resulting in 10% residual stenosis. The patient was discharged the next day on aspirin and prasugrel.